Event description:
Event description guidant received information that this defibrillation lead dislodged. During the repositioning procedure the atrial setscrew on this cardiac resynchronization therapy defibrillator (crt-d) became stuck. The side rotational method was attempted along with other wrenches without success.